Manufacturer narrative:
The saw was received at the MFR for testing. An eval will be conducted, and a f/u report will be submitted if the results of the quality investigation require one.

Event description:
It was reported that the handpiece began smoking during an autopsy. Another device was used to complete the autopsy. There were no adverse consequences reported as a result of this event.